Event description:
On (B)(6): technologist supervisor reports during CT procedures, they have experienced a flow rate change 3 - 4 times. Supervisor reports the staff pull scan protocols from memory, adjust the flow rate to 2ml/sec, then when they press the enable button, the flow rate changes to 10ml/sec. Only one event, where staff did not see the change. Pt was injected at the 10ml/sec rate, but did not experience an adverse event. Customer does not have info with regard pts, procedures or date of the events. Reports no pt injury.

Manufacturer narrative:
Philips medical representative evaluated the injector system along with vivid imaging, a 3rd party service, and could not duplicate the reported issue. They do note the sliding rate bar is very close to the enable button and feel the staff are accidently dragging their finger when attempting to enable. They also note, when adjusting bar rate, it is very easy to move. Philips rep and vivid imaging service feel this is a user error, not a system failure. Customer returned injector system to full service.